Event description:
Major pump unit(s) involved: drive unit failureadditional text: device reconnected incorrectlyspecific component(s) involved: other component malfunction, specifyadditional text:other component: device reconnected incorrectlycausative or contributing factor: patient error in caring for systemother cause:intervention(s): noneother intervention :type: lvad

Event description:
Major pump unit(s) involved: drive unit failure. Specific component(s) involved: other component malfunction, specify.